Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported her 18-year-old daughter recently lost weight and is active on her school bowling team. Therefore, she faced a bent cannula due to which she experienced high blood glucose level. Therefore, they tried to treat it with multiple daily injection but on (B)(6) 2022, the patient went to the emergency room due to high blood glucose level. Her highest blood glucose level ranged between 600-699 mg/dl and had high ketone level which her healthcare professional did not assessed as dangerous/life threatening. Moreover, the infusion had been used for few hours and the site location was patient's buttock, legs and lower back. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. After staying for 3-4 hours in the emergency room, on the same day ((B)(6) 2022), she was released from the hospital. Reportedly, the patient faced the same cannula issue (bent cannula) with ten infusion sets on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022 and (B)(6) 2022, respectively. Her blood glucose level ranged between 500-600 mg/dl, over 500 mg/dl for four issues and ranged between 400-499 mg/dl for other six issues. Further, the patient replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.